Manufacturer narrative:
All buttons function properly on the insulin pump however moisture damage was found on keypad traces. There was no button error alarm noted during testing and no ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with a scratched lcd window, a cracked reservoir tube lip, a cracked reservoir tube window through reservoir tube, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.